Event description:
It was reported that the pump touch screen was unresponsive. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) of 576 mg/dl and ketones. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.